Event description:
7 yo with microvillus atrophy receiving long term total parenteral nutrition therapy at home. Prior to the completion of therapy IV bag developed leak at lower seam of IV bag. Pt's mother changed solution and completed infusion.